Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The power control circuit board was found to have been damaged. The circuit board was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would not power up. There was no adverse patient involvement reported. There was no patient info reported.